Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Friend/family member reported last week sunday her husband had a fever and could not walk, so she brought him to the hospital and they said he had an infection. The patient was sent home but still had the fever and could not walk. It was reported that the ins was working and the patient did not have any pain. No further complications reported/anticipated.